Event description:
The account alleged the bed was reported to spark. No injury reported.

Manufacturer narrative:
The account does not know where the spark came from. The tech asked the account to check the surge resistor. The account reported that the surge resistor has not been installed on the bed. The account installed the surge resistor to resolve the issue.